Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 300cc mentor siltex round moderate profile prostheses and experienced bilateral deflation postoperatively. The patient states that her both breast implants appear to be deflated and are having rippling bilaterally. The right-sided deflation was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo bilateral removal and replacement with two unspecified mentor breast implants on (B)(6) 2022. The event date was estimated as (B)(6) 2021 based on available information. This report is for the right-sided prosthesis.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 300cc mentor siltex round moderate profile prostheses and experienced bilateral deflation postoperatively. The patient states that her both breast implants appear to be deflated and are having rippling bilaterally. The right-sided deflation was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo bilateral removal and replacement with two unspecified mentor breast implants on (B)(6) 2022. The event date was estimated as (B)(6) 2021 based on available information. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 1-feb-2022, mentor received additional information regarding the replacement devices. The replacement devices are two 375cc mentor memorygel breast implant prostheses (catalog#: smhx375, left serial#: (B)(6), right serial#: (B)(6). On 15-feb-2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 18-feb-2022, mentor received additional information regarding the patient¿s symptoms. The patient experienced bilateral breast ptosis. The diagnosis of bilateral deflation was confirmed by the patient¿s surgeon. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-feb-2022, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of siltex cracking on the posterior view and a tear (a) was noticed within the siltex cracking, measuring approximately 0.2 cm. In addition, a tear (b) was found in the same view, measuring approximately 1.5 cm. Microscopic examination was performed on the edges of the rupture (b), and parallel striations were found in the whole area of the tear (b). Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The evaluation determined that the cause of the tear (a) is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Based on the information currently available, microscopic examination of the tear (b) indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in a sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).